Manufacturer narrative:
The device history record for the reported lot number, 30311696, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample provided was evaluated and confirms tubing expanded to form a balloon shape which burst causing a separation of the tube. The instructions for use (IFU) contains recommendations for tube maintenance: ¿it is recommended the tube be irrigated every 4 hours with up to 20 ml of water (up to 10 ml for infants or children) before and after medication administration or when feeding formula is interrupted. Warning: vigorous syringe force should not be used to irrigate, administer liquids or unblock the tube.¿ root cause could not be determined. All information reasonably known as of 12-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: an x-ray image was received. All information reasonably known as of 30-dec-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual sample from the reported event was returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 12-nov-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the "patient was not tolerating ng [nasogastric] feeds, had ++ reflux and vomiting. Had a #6fr silastic nj [nasojejunal] placed in interventional radiology on. Nurse noted that the tube was blocked. [Registered nurse] tried known maneuvers to unblock it. (Warm water and 5 ml, 12ml and 35 ml syringe attempted with turbulent flush unsuccessful. [An individual] tried again with 3 ml warm water as per [user facility] website and it unblocked. In the meantime, bedside nurse had put in an ng. [Chest x-ray/anterior x-ray] cxr/axr ordered to check placement before resuming feeds. On first cxr ng appears to be in the right lung. Nurse removed it and put in another ng. On the second film it is noted to be in the stomach now. However, first film did not get full upper airway and when upper airway seen on 2nd film, nj noted to be broken upper section dangling and lower section in the esophagus. [Ear nose and throat] ent consulted. Patient taken to the or [operating room] to remove the broken nj tube. Patient returned intubated. Decision made by team not to insert new nj." There was no reported injury. Additional information received 03-nov-2025 noted "the tube was inserted on (B)(6) 2025, so therefore was 'insitu' for 11-days." There were no feedings with blended feeds and/or thick consistency formulas. Only liquid oral medications were used in the device. There were no oils or oil-based medications used in the device. There was no medium-chain triglyceride (mct) oil was used in the tube. The tube was flushed every 4-hours when a new syringe of milk was drawn up. The feed was running continuously at 20 ml/hr. The device was manually flushed. The clinicians use 30 ml syringes to flush nasogastric (ng) tubes. The current medical status of the patient in relation to the incidents is the patient had to go back to ng feeding after the incident. However, "due to significant degree of reflux and apneic spells, [patient] went back to interventional radiology (B)(6) 2025 for another weighted [nasojejunal] nj tube insertion.